Manufacturer narrative:
Pump was received with totally destroyed pump and unable to perform displacement test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was damaged due to an accident and had broken pieces. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.